Event description:
Revision surgery was performed to remove mini connectors after being reported that the pt had fallen. On x-ray it appeared that 2 lateral connectors were off the rod. The connectors were retightened on the rod.

Manufacturer narrative:
Device was retained by the hospital and not available for eval. Device lot number is unk. Device 2: model # 07.00295.001, catalog# 07.00295.001.